Event description:
After iabp for about twenty-two hours, alarms sounded from the pump and blood was noted in the tubing. On 8/28/97, datascope was notified that the iab was probably discarded and would not be returned for evaluation. Event complications: none from the event - rpt'd 4/9/97. Pt current status: alive - rpt'd 4/9/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.